Manufacturer narrative:
It was reported the patient "often experienced peritoneal dialysis infection before". The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an unspecified number of peritoneal dialysis infections. The specified sites were not reported. The cause of the events was not reported. It was not reported if the patient was hospitalized for the events. The patient received unspecified ¿treatment measures¿ for the events. At the time of this report, the patient was recovered from the events. On an unreported date, pd therapy was discontinued. No additional information is available as the reporter declined follow up.